Event description:
It was reported the event was a I and d washout with poly exchange.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.